Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no low battery alert and audio/beep anomaly noted. Pump received with cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 97 mg/dl at the time of incident. Customer stated that the insulin pump had a high pitch sound and the buttons does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.